Event description:
It was reported that this lead exhibited high pacing thresholds of 3.2v during the implant procedure. This lead was removed and the procedure was completed using a non-boston scientific product. No adverse patient effects were reported. The attempted lead was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Stretched and deformed conductor coils were observed at 330 mm and 462 mm from the terminal pin, respectively. The terminal pin was bent and cuts were noted on the seal ring. This damage appeared to be induced during the attempted implant. Next, resistance testing was performed and found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break likely contributed to the reported high pacing threshold measurements observed during the implant procedure.